Event description:
Attempts to advance a coronary stent with delivery system to the target lesion site in the pt's circumflex artery were unsuccessful. During an attempt to withdraw the delivery system and the unsheathed stent, the stent dislodged onto the guide wire. A microsnare was inserted to retrieve the stent. The stent and delivery system were withdrawn to the iliac region where the stent dislodged again. Another balloon catheter was inserted through the stent. Upon withdrawal to the area of the femoral sheath, the stent embolized to the subcutaneous tissue. There were no clinical sequelae reported relative to the event.